Event description:
It was reported that during the investigation of a patient with acute myocardial infarction, the system stopped ("frozen") and no operation was possible. The patient was removed from the system and had to be brought to another system. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.